Manufacturer narrative:
The device was received and evaluated by the manufacturer, follow up to submit investigation results.

Event description:
It was reported that at the user facility the device disassembled. There was no reported patient involvement, no adverse consequences and no medical intervention.

Event description:
It was reported that at the user facility the device disassembled. There was no reported patient involvement, no adverse consequences and no medical intervention.